Manufacturer narrative:
No products were returned. Review of the device history did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Surgical procedure performed due to infection. The poly implants were exchanged.